Event description:
The button was placed in 2002 via stoma. The tube developed a tear approximately one-third circumstances just below the flange (at the point of attachment of tube to flanges). When removal was attempted using obturator, tube separated completely from flanges, necessitating the use of forceps to prevent device slipping into stomach and to enable removal percutaneously. As a result removal was more difficult. The whole device was retrieved. A 000282 was used as a replacement.